Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer failure and required maintenance. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawer was failed due to issue in cables. A field service engineer reseated the cables and verified the functionality of the drawer. The system functioned as intended after field service engineer repaired the device.